Event description:
Patient in full arrest. Had "shockable rhythm" for a very limited time while in (B)(6) medical center e.r. Defibrillator failed twice during this time. Second defibrillator brought in, however, patient no longer had "shockable rhythm" and death pronounced.